Event description:
During a routine incoming inspection of the products. The distributor has found two products with foreign material. There was no patient injury as the device never reached the hospital.